Manufacturer narrative:
The device is not expected to be returned. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The two additional devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device. Reportedly, the sutures of the proglide device did not achieve hemostasis. Another proglide device was used and hemostasis was still not achieved; therefore, another proglide device was deployed. This proglide did not fully achieve hemostasis as there was "residual bleeding"; therefore, manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was provided. It was reported that the sutures of two proglide devices were successfully pre-placed, using the pre-close technique) in the right common femoral artery via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to an 18f and the tavi procedure was completed. Reportedly, the sutures of the two proglide devices did not fully achieve hemostasis. Another proglide device was deployed; however, hemostasis was not fully achieved; therefore manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.